Event description:
Devilbiss healthcare was notified on (B)(6) 2022 of a complaint involving a model 7305p-d suction unit. The home medical equipment supplier stated, "unit is not functioning properly. End user tried to call in to troubleshoot but was referred back to us." The unit was returned to the supplier by the end-user, and then returned to devilbiss for evaluation. There was no report of any illness, injury or medical treatment associated with the complaint. Devilbiss healthcare evaluated the unit on 2/1/2022 and discovered the unit had evidence of fluid, worms, and insects in the motor compartment of the unit. Such contamination inside the device suggests the unit may have been used outside of its intended use, causing aspiration of contaminated materials into the unit. The risk of fluid/material be aspirated back into the unit is covered in detail in the product IFU, noting that such an event may damage the vacuum generating components, requiring repair of the unit.

Event description:
Devilbiss healthcare was notified on (B)(6) 2022 of a complaint involving a 525ds 5-liter stationary oxygen concentrator. The end-user reported the concentrator "was not working" and when turning the unit on, "it alarms constantly." The user did not state if he used his back-up oxygen system or if he attempted to contact his oxygen supplier for immediate support. The end-user stated he has copd and sought medical attention for dyspnea. He reported that he was "treated with oxygen, steroids and antibiotics", a treatment regimen commonly associated with an acute pulmonary infection. The end-user informed us that he subsequently notified his oxygen supplier. We are actively attempting to retrieve the device for evaluation. A follow-up report will be submitted when additional data is available.